Event description:
User receiving discrepant results for ammonia once or twice a week since 2007. Total number of patient samples affected was not given. Only two specific examples was given. In 2008, initial result 0 ug/dl, repeat -34.5 ug/dl and 10 ug/dl. User noted for patient 1, the initial sample had a lipemic index of 78. Labeling indicates no significant interference up to 50. Patient 2, initial result 2.9 ug/dl. Same sample diluted gave result of 19.8 ug/dl. New sample from same patient gave result of 80.6 ug/dl. Erroneous results were not reported. The field service representative could not duplicate the problem.